Manufacturer narrative:
Device evaluation: opening, crease fold, wear abrasion, delamination of the plug strap. Leak test was performed, and found opening on anterior. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on anterior assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And removal of textured implants, due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and removal of textured implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.